Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for cervical radiculopathy and spinal pain. It was reported that the patient programmer wasn't connecting to the ins and they saw poor communication screen. They confirmed they were using new energizer alkaline batteries in the patient programmer. They had not successfully charged their ins in a couple of months. The recharger wasn't able to communicate with the ins. The patient wasn't currently feeling stimulation. They became aware that they couldn't charge on (B)(6) 2019. It was further reported that the recharger wasn't charging. They received it a couple of months prior and they had tried plugging it into multiple outlets, but it still wouldn¿t power on. They stated that the plug didn't appear when it was plugged in. The desktop charger connector pins didn't appear to be loose or damaged and the connection seemed secure. They then stated that the recharger battery level showed it was 25%. No further complications were reported or anticipated. Additional information was reported from the patient. They called back as they had believed the issue was with the recharger, but the dtc will not charge either of the rechargers that they currently have. They had a bad connector pin. A new desktop charger was sent. No further complications were reported or anticipated.